Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
Date sent to FDA: 11/10/2016. It was reported that following insertion the patient experienced infection and urinary problems. It was reported that the patient underwent excision of mesh on (B)(6) 2010 by dr. (B)(6) at (B)(6) due to erosion. It was also reported that the patient underwent mesh removal on (B)(6) 2015 by dr. (B)(6) at (B)(6) due to pelvic pain and dyspareunia.